Event description:
Reporter indicated a vns patient was having increased seizures, and that the patient's vns generator was not at end of service but "was getting low". The patient later had generator replacement surgery due to reported battery depletion per the implant card received back to the manufacturer. The explanted generator has been returned and is currently in product analysis. Attempts for further information are in progress.